Event description:
Edwards received notification that a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve (viv) intervention after an implant duration of approximately seven (7) years and nine (9) months due to thickened leaflets leading to severe stenosis and severe regurgitation. The patient presented with dyspnea before the viv procedure. A 29mm transcatheter valve was implanted within the edwards surgical valve. The procedure ended successfully. The patient was discharged home.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: leaflet thickening can be attributed to structural valve deterioration (svd) and/or nonstructural valve dysfunction (nsvd). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Leaflet thickening may also be attributed to non-structural valve dysfunction (nsvd), which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as thrombosis/halt, early endocarditis or host tissue overgrowth. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.